Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight, opening on posterior and observed 40 mm dark patch edge material inside gel device. A visual and microscopic analysis was performed which identified: sharp opening and crease fold. Base on the device analysis the final assessment is: a sharp opening on patch bond edge due to an unidentified (tear) opening. The reason for reoperation was capsular contracture, baker grade unknown, and rupture. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Health professional reported left side capsular contracture, baker grade unknown, and rupture. Device was explanted.